Event description:
It was reported that a patient underwent an orthopedic salvage knee prosthesis implantation on an unknown date. Subsequently, the patient underwent revision surgery on an unknown timeframe post-implantation for unknown reasons. Due diligence is in process for this complaint; to date no further information has been reported.

Manufacturer narrative:
(B)(6). D10: medical product: unknown orthopedic salvage system long non-modular tibial component: catalog#ni, lot#ni; unknown orthopedic salvage system reinforced yoke: catalog#ni, lot#ni; unknown orthopedic salvage system tibial bushing: catalog#ni, lot#ni; unknown orthopedic salvage system tibial bearing: catalog#ni, lot#ni; unknown orthopedic salvage system femoral bushings: catalog#ni, lot#ni; unknown orthopedic salvage system axle: catalog#ni, lot#ni; unknown orthopedic salvage system lock pin: catalog#ni, lot#ni; unknown orthopedic salvage system collared stem: catalog#ni, lot#ni. Multiple MDR reports have been filed for this event. Please see associated reports: 0001825034-2023-01471; 0001825034-2023-01472; 0001825034-2023-01473; 0001825034-2023-01474; 0001825034-2023-01475; 0001825034-2023-01476; 0001825034-2023-01477; 0001825034-2023-01479. Due diligence is in progress to determine whether the device is available for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this device was determined to be not reportable. The patient complications were unrelated to the previously reported device as it was not revised and currently remains implanted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, this device was determined to be not reportable. The patient complications were unrelated to the previously reported device as it was not revised and currently remains implanted.